Manufacturer narrative:
(B)(4). Customer complaint notes, stated the bottom part of the casing fell off. Insulin pump received with detached end cap. Unable to perform any testing including the displacement due to detached end cap. Insulin pump received with broken belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had damaged casing. The bottom part of the casing had fell off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.